Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified red particles on the gel and broken shell. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "irregular contours, presenting diffuse heterogeneous echotexture with a ¿snowstorm¿ aspect, suggesting extracapsular rupture" on right side. The device has been explanted.